Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal lidocaine, fentanyl, hydromorphone, and bupivacaine via an implantable pump for non-malignant pain. The patient reported that they were having trouble with the equipment connecting to the pump and the handset was lagging at 90% for three to four minutes. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without any lag. When asked for the event date, patient said that it was the last maybe month. Patient noted that there were three drugs in their pump, however patient mentioned four drugs.

Event description:
Additional information was received from the patient reporting that they called a couple months back and had someone walk her through clearing her data. Agent walked patient through clearing data. The troubleshooting steps that were taken on the call resolved the issue. Boluses: 9/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they called for assistance with clearing the data. Agent assisted patient with clearing the data on the handset.